Event description:
The distal end of the catheter was replaced. The indication for the revision was not provided. Additional information has been requested from the hcp. A follow-up report will be filed when additional information becomes available.

Event description:
Caller reported blood glucose results of 315 mg/dl, 575 mg/dl, and 198 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.